Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection at the pod site. The patient's blood glucose levels reached 650 mg/dl. The patient wore the pod for longer than 48 hours and upon removal, noticed the infection. The patient sought medical attention 2 days after pod removal. The patient was treated with IV, vancomycin and 2 other antibiotics. The patient was prescribed oral antibiotics to be taken for 10 days. The patient also had to get the infection surgically removed and now requires wound care 3 days per week at home. The patient was released from the hospital 5 days later.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed. The download data from the returned device showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Inspection of the fluid path components and bottom housing found no damages or deficiencies that could contribute to skin condition irritation at the infusion site. The cause of the reported skin condition irritation event could not be determined.